Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received. Reportedly, the cartridge was filled with 200 units of insulin. The customer successfully added more insulin into the cartridge resolving the issue. Additionally, it was reported the customer experienced resistance when filling the cartridge. The cartridge was successfully filed after a second attempt. Blood glucose level was 200 mg/dl.